Event description:
Related manufacturer reference number: 2017865-2022-40425. It was reported that in 2008 both the right atrial (ra) and the right ventricular (rv) leads were fractured. It was recently that it was discovered, and the patient was brought in for revision. The leads were completely severed at the suture sleeve site. The leads were unable to be extracted as a result and were capped on (B)(6) 2022. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.